Event description:
A complaint was reported that three weeks prior to the report date, when the patient's device was checked, he was informed that the implant "wasn't right" and there were issues with the leads. Two weeks ago, the patient was informed by the healthcare provider (hcp) that the battery was shorting and needed to be replaced. The reporter stated that the device worked only half the time. Patient randomly got shocked and "couldn't lie on the device." Patient had problem with recharging and consistently got the temperature message screen. Fifteen days later, additional information was received that dislodgement/migration of the occipital lead was the cause of the event and the patient did not require hospitalization due to the event. Surgical revision was being set up and no further information was received at the time of this report.

Manufacturer narrative:
Product ID, 3778-45 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 3778-45 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), implanted: 2009 (B)(6), product type recharger product ID, 37743 lot# serial# (B)(4), implanted: 2009 (B)(6), product type programmer, patient product ID, 3708160 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2009 (B)(6), product type extension product ID, 3708160 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2009 (B)(6), product type extension. (B)(4).